Event description:
It was reported that after a laparoscopic gastric sleeve procedure the patient experienced post-op bleeding. During the case, the surgeon thought the device had poor hemostasis. At the end of the procedure, the surgeon checked the patient and it looked fine. It was not known how long after the procedure, the drain tube(s) appeared to have excess blood. The patient received a transfusion, the amount of blood transfused was not known. After the transfusion, the bleeding was controlled. The device was discarded and will not be returned. The patient is stable and has been discharged. No other information was available.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.